Event description:
Ous MDR - patient had recent knee replacement, which is believed to have been infected when pacemaker wound became infected. Decision made to explant pacemaker and ensure patient is infection free with antibiotics.

Manufacturer narrative:
Ous MDR.